Event description:
It was reported that the patient alleges the bolus recommendation provided by the blood glucose monitor was not accurate. The patient's blood glucose level was 253 mg/dl and she ate 85 units of carbohydrates. The device recommended 0.0 units of insulin to be bolused and the patient states that it should have recommended that she take a bolus. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.